Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had lines across the top of the upper display. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the service engineer replaced the graphic user interface (gui) central processing unit (cpu). The ventilator passed self-testing.